Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user with a dexcom g7 experienced a temporary loss of cgm signal to the ilet, indicated by three lines in the g7 display where the glucose value typically appears, shortly after changing supplies; the ilet resumed receiving values during the call, showing a glucose of 264 mg/dl, and the user was advised to keep the ilet on the same side of the body as the sensor to reduce disconnections. Symptoms included hyperglycemia. Outcomes included no injury, no hospitalization, and self-management with education provided. Investigation included user interview, review of device use, and troubleshooting education regarding transmitter-to-pump proximity and body placement. Investigation of this case revealed intermittent signal loss between the cgm and the ilet consistent with known bluetooth communication interruptions, without evidence of device malfunction or damage. It was concluded, based on previously established findings for similar reports, that the cause was communication interference related to device positioning and distance.